Event description:
It was reported that a pt received eight treatments over a three week period that resulted in a daily dose of 700 cgy. The prescribed daily dose was 200 cgy. The total dose delivery to the mediastinum was 7000 cgy. The prescribed doses was 6000 cgy. The prescribed dose was exceeded by 17%.